Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. His blood glucose reading was 146 mg/dl at the time of the report. There was an occlusion in the reservoir. The customer changed his infusion set and reservoir. The insulin pump failed the high pressure test and self test twice. He was advised to revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).